Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additionally, undersensing was noted with loss of capture at maximum outputs. No adverse patient effects or symptoms were reported.

Manufacturer narrative:
(B)(4). This lead remains implanted with the device programmed to aair. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.